Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded multiple cartridges to try and resolve the issue; however, the issue persisted. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.